Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was observed to be stretched, flattened, and torn. Fluid was observed exiting the tear. Cannula was measured to be 1.15 inches in total. Length. The data downloaded from the device did not show any signs of struggle during the run. It cannot be determined when or how this damage occurred. No other damages or defects noted.

Event description:
It was reported the patients blood glucose level rose to over 300 mg/dl while wearing the pod between 4 and 24 hours on the leg.